Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the menus "jump around" when trying to select menu items when docked in the docking station. When not docked the menus behave normally. The main screen display responds to touch normally when docked and when not docked. No known impact or consequence to patient.